Manufacturer narrative:
Device analysis: the silverhawk device was returned for review. No ancillary devices or images were returned with the device. Inspection of the flush port revealed no damages. Inspection of the slide cover and drive shaft revealed a bend of the drive shaft within the slide cover. No damage was noted to the coating on the drive shaft. Visual inspection of the distal assembly revealed biological debris throughout the housing. Multiple bends were noted in the distal end of the distal housing. The distal housing was also noted to be flattened in several sections. The observed bends were outside of the packing stroke distance. Microscopic inspection of the cutter window revealed the cutter was located just distal to the window. A blue fiber-like substance was noted proximal to the cutter window. The manufacturing/design of the hawkone (h1-m) does not include components that may contain the blue fibrous material as shown on the exterior of the device. Examination of the cutter window revealed the rim of the cutter window showed the platinum iridium dented distally. The damage observed to the distal edge of the cutter and the rim of the cutter window was consistent with a cutter crash. During functional testing, the cutter driver from the lab was connected to the returned silverhawk device and the silverhawk was activated. The device successfully retracted into cutter window. The thumb-switch was then advanced; however, resistance was encountered. It was observed the cutter remained in the cutter window with the cutter crashing against the distal rim of the cutter window. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was using a silverhawk directional along with non medtronic 7fr sheath and .014 guide wire to treat a moderately calcified plaque lesion in the right mid sfa with 80% stenosis. The vessel diameter and lesion length are 6mm and 60mm respectively. The vessel was not pre dilated but post dilated. IFU was followed during preparation, procedure and post procedure. It was reported that during procedure damaged component/broken flush port occurred. The portion under the cutter driver bent. There was no resistance felt during advancement. The flush port on catheter handle was damaged. After cleaning and during second pass through lesion, device would not close, had to turn back of the drive box off and handle cutter switch closed while removing. The device was removed in one piece with no patient injury. It was not possible to turn the thumb switch off. The back of the driver was turned off to remove the device from the patient. The device was safely removed with no injury to the patient. The deformation was noticed when drive was removed from cutter. The drive shaft was bent and would not allow the cutter to fully enter the housing. The cutter was just inside the housing upon removal. All pieces of the cutter were intact. A pta balloon was used to complete the procedure.